Event description:
Additional informatoin received reported the patient had noticed one of the leads had broken through the skin and was exposed. It was noted the lead was removed. It was stated the patient continued with the study and reported good relief after the lead removal.

Manufacturer narrative:
(B)(4).

Event description:
The lead migrated out of skin, which was possibly due to other issues, the patient did not want her hair shaved. The patient was going to be taken back to the or and one of four leads will be removed, the left subcutaneous lead in neck. There will be a better view of the surgical field during surgery and the lead suture/knot placement will be re-checked. Additional information has been requested.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that that there was a lead migration on the left side lead. It was noted that the status of post permanent "pnfs" placement on (B)(6) 2012, was that the patient's bandage was re-applied on the left side of the neck and the lead was noticed above epidermis. It was noted that the lead was removed and excision under sedation. It was noted that the electrode lead was related to the event. It was noted that the severity was moderate.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported a few days following the permanent implant the patient noticed a lump on the left side of her neck. It was noted that after examination a lead was noticed above the epidermis. It was noted that the patient went to the surgical center on the same day and had the lead removed eliminating any further problems with this lead.

Manufacturer narrative:
Additional review indicated that the manufacturer received the device serial number on 2013-11-25.

Manufacturer narrative:
(B)(4).